Manufacturer narrative:
An event of atrial flutter and heart block after device deployment was reported. Information from the field indicated that the patient did not have a pre-existing arrhythmia, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the final implant depth of the valve was 4 mm from the non-coronary cusp, which is deeper than the optimal 3 mm depth. Based on all available information, a cause for the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). (B)(4). It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted in a patient. On (B)(6) 2023, atrial flutter was noted. The patient was treated pharmacologically with amiodarone and lixiana. Cardiac arrhythmias occurred on (B)(6) 2023 requiring a permanent pacemaker implant - dual chamber. The patient is stable.